Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Clinical specialist reported patient had a surgical procedure to take care of an abscess that developed as a result of using the infusion sets. Clinical specialist stated the patient will admit to wearing the infusion sets 4 days and sometimes even longer. On follow up call on (B)(6) 2014 patient reported she noticed her site was swelling and discolored. Patient stated it is not unusual for her to get a raised area at insertion of the insulin site. Patient reported the issue began a month ago. Patient stated she changed her site and it did not get better. Patient reported the site was no longer a pin size but rather the size of a cotton swab top. Patient stated she tried treating it herself with triple antibiotic ointment but on (B)(6) 2014 the abscess ruptured and all of the infection oozed out. Patient reported she went to her physician on (B)(6) 2014 and was told to go see a surgeon. Patient stated on (B)(6) 2014 the surgeon did a biopsy and culture of the infected area; opened and cleansed the area. Patient reported she was prescribed an oral antibiotic for it. Patient stated her site still has drainage and looks better but still has a large opening. Patient no longer has the infusion set to return for evaluation.